Event description:
A customer reported to beckman coulter inc (bec) that coulter lh750 hematology analyzer was giving a ps2 +12 volt below limits message and there was minimal smoke and burning smell coming from the power supply. There was no fire, arc, flames, spark or shock. A fire extinguisher was not used and the fire department was not called. No one got injured or shocked. No one sought medical attention. There is an exposure control or risk management plan in place at the facility. The power supply was turned off and unplugged from the power source. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Field service engineer (fse) found no issues with the power supply. The fse replaced the crt display assembly because it was not working and the electrical smell was coming from it. The assembly is being returned for evaluation. Root cause was an electrical component within the crt display assembly. (B)(4).